Event description:
Switched to new manufacturer of single use mask. Rash began within hours of wearing it as a mild rash under eyes and over bridge of nose. Resulted in full swelling of upper 2/3rds of the face and the upper and lower eyelids. Red rash, itchy, significant swelling. Field of vision highly reduced. Vision not impacted. The reaction is lasting several days. Currently under medical care, being treated with otc antihistamines and rx steroids. FDA safety report ID # (B)(4).